Event description:
It was reported that the system 9600 displayed a "charger failed" error and would not take x rays. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the battery pack had an intermittent short circuit in a section of the connecting cabling. The system was tested and found to be working as intended and placed back into service.